Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) upon a colonoscopy in which polyps were removed. Specifically, their report stated: "dr. (B)(6) was doing a colonoscopy and was removing polyps with a hot snare. The hot snare was hooked up to the erbe. When dr. (B)(6) stepped on the foot pedal he felt like it was not cutting through the polyp and he had to step on it multiple times to remove the polyp. He had me watch on the monitor and from what I could tell it was taking multiple attempts to remove the polyp. I left the or room and got him the bicap unit and we unhooked the erbe and hooked up the bicap instead. He had already removed the first polyp but on the next polyp used the bicap and it only took one time stepping on the pedal and the polyp was removed. I put in a work order with biomed and had the erbe looked at because dr. (B)(6) felt there was something wrong with it and it is an older electrocautery unit. (B)(6) from biomed came up and took the erbe so he could look at it. He brought back that afternoon and said he didn't find anything wrong with it. He stated when you are on endocut and the setting is at 200 the actual wattage is only 20. (B)(6) felt the unit was fine to be used." Later in the report it stated that on (B)(6) 2025: "patient presented to ed for complaints of abdominal pain, fever, nausea and vomiting within a few hours of being discharged home from op colonoscopy. Patient scheduled for ex-lap today ((B)(6) 2025) with possible bowel perforation repair versus bowel resection versus ostomy versus right hemicolectomy."

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR) [note: an esu bipolar adapter, part number 20183-053, lot number wo98142 was also returned for an evaluation. It was found to be working properly.]. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved with the reported incident. Therefore, no conclusive determination could be made as to the cause(s) of the event. Nevertheless, the account is being made aware of the findings. Additionally, they are being informed that the esu is more than 20 years old and that the servicing of the unit has been discontinued as of 2019. Furthermore, they are being advised to consider upgrading the equipment to a more recent model (note: per the involved doctor in their report, he requested that the esu no longer be used.). No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.